Manufacturer narrative:
Review of the device history records indicate that the devices in this lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history records: there have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
It was reported that the patient's left knee was revised due to patient complaint of clicking. Surgeon performed a debridement and removal of a bony prominence, and exchanged the liner. Rep reported that the surgeon and hospital will not release any further information.